Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site was setting up the system to pull exams over the network and they were able to query electronic picture archiving and communication systems (pacs) and when it is retrieved, the get a "transfer complete" message but the patient does not appear in the patient list. Troubleshooting involved trying standalone digital intercommunication of medicine (dicom) q/r and cranial embedded version, both with the same result. In the standalone version, they were unable to preview the exam after it reports a successful transfer. Ping and echo were successful. They tried to restart with no change. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the site has not set up pacs with this system, and they do not have an active service agreement. The site had changed the ip of the imaging system in the recent past. The site used cd's to load exams. Additional information was received: the site is upgrading to a new system in the near future.